Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed from the patient's body using normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.